Event description:
It was reported that the ilet device screen was cracked and the user could not unlock or use the device, and a replacement was arranged under warranty with instructions to revert to backup therapy and to shut down the device to avoid further alerts. Symptoms included no injury and inability to operate the device. Outcomes included interruption of device use and replacement logistics with return of the damaged unit. Investigation included remote troubleshooting and customer education. Investigation of this case revealed a damaged display rendering the screen unusable. It was concluded that the event was due to physical damage to the device screen, with no user injury and no alerts or alarms reported.